Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the blood glucose levels were elevated to 181 mg/dl. The patient was going through the fill tubing process and was getting an unable to proceed message, therefore patient changed infusion set change. The patient also reported that upon inspection of the infusion set noticed 4 kinks in the tubing. No further information available